Event description:
A trilogy100 ventilator was returned to a third-party service center for foam replacement per field action: c&r 2021-05/06. During the evaluation of the device at the third-party service center, error codes (internal li-ion battery permanent failure) were found in the ventilator's downloaded error log. The device powered on and operated as it should. The device's internal battery needs to be replaced to address the issue. The device was scrapped.

Event description:
A trilogy100 ventilator was returned to the manufacturer service center for foam replacement per field action: c&r 2021-05/06. During the evaluation of the device at the manufacturer service center, error codes (internal li-ion battery permanent failure) were found in the ventilator's downloaded error log. The device powered on and operated as it should. The device's internal battery needs to be replaced to address the issue. The device was scrapped.

Manufacturer narrative:
Previously reported: a trilogy100 ventilator was returned to a third-party service center for foam replacement per field action: c&r 2021-05/06. During the evaluation of the device at the third-party service center, error codes (internal li-ion battery permanent failure) were found in the ventilator's downloaded error log. The device powered on and operated as it should. The device's internal battery needs to be replaced to address the issue. The device was scrapped. New information: correction to section b5, the device was returned and evaluated at the manufacturer service center. Correction to box d, product brand name and box h, component code grid.